Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician via government agency reported that the needle at the front end of the glass cutting head was unstable and loose (front-end needle of the probe detached), making it impossible to cut during vitrectomy surgery. The surgery was completed after replacing with a new one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., e.1., h.3., h.6., and h.11. No technical inquiries were received from the customer. One opened probe with tip protector in a zip top bag was received for the report. One opened probe with tip protector in a tray with other items was received for the report. The sample was visually inspected and found to be nonconforming as orange/brown foreign material was observed on the welded cap and on the port face and inadequate adhesive was observed at the shell/stiffener bonded area. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation and functional cut test could not be performed due to body needle/stiffener being part way off the inner cutter. The probe was disassembled and the components inspected. No/minimal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks at bend area and cutting-edge area on inner cutter. Excessive adhesive exceeding the spec. 0.020¿ max at diaphragm/extension bonded area. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is company manufacturing related, caused by inadequate adhesive at the shell/stiffener bonded area which caused the needle to detach and unable to actuate. The reported cut issue was unable to be confirmed since the body needle/stiffener was part way off the inner cutter and was moving during functional testing. A non-conformance record was opened to trend the defect of inadequate adhesive at the shell/stiffener bonded area. A nonconformance investigation has been completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4)